Manufacturer narrative:
The protégé gps self-expanding peripheral stent system was not received for evaluation. A single cine image from the procedure was received for evaluation. The image is a cross section of the gps stent implanted. The image shows the stent is inverted into a bi-lumen heart shape. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protégé gps with a non-mdt guidewire, non-mdt 6fr guiding catheter and non-mdt balloon catheter for treatment of a severely calcified 45m 90% stenosed lesion in the patient's left common/external iliac artery. Stenosis was noted to be present proximal to the target lesion. The vessel was reported to exhibit slight tortuosity. The IFU was followed. The device was prepped as per the IFU without issue. The lesion was pre-dilated. Femoral approach was used (reverse approach). No resistance was encountered when advancing the device. Post-dilation was carried out after placing the stent, however, the measurement of inner diameter was partially 5.8mm on ivus image, and the stent was confirmed partially inverted. For that reason, CT image was taken, and the stent placed was reported to be seen to have a heart shape. There was no report of patient injury or intervention required.